Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A device evaluation was performed and the customer's allegation of no image was confirmed. Due to a short circuit in the board unit, the endoscopic image could not be displayed. Additionally, the evaluation found water tightness was lost due to poor water-tightness of the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As per instructions for use (IFU), it states: ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported during preparation for use before a procedure for an expansion of the eustatic tube/tubal dilation, the camera head had no image. The procedure was completed with a similar device. It was reported there was no patient injury or impact.